Manufacturer narrative:
Phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within 15 minutes of starting treatment with a polyflux 14l, a patient experienced shiver and nausea. The treatment was immediately stopped and the patient was treated with oxygen, dexamethasone (10mg intravenously) and adrenaline (5mg intravenously). The patient outcome was reported to be stable. No additional information is available.